Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during initial drain was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. The home patient (hp) stated they started the initial drain and then connected to the machine. There was no allegation of product malfunction reported by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240; which occurred on the homechoice during use, during initial drain. The home patient (hp) stated they started the initial drain and then connected to the machine. The baxter technical service representative (tsr) had the home patient (hp) cycle the power and then received a se 2367 alarmed. The tsr advised the hp to disconnect and then restart the setup with new supplies. The hc was operational. This writer contacted the home patient (hp) (B)(6) 2011 regarding the reported problem. The hp stated that they started over with new supplies and everything went fine. The hp stated they had to do so because, they made an error. They stated therapy has been going fine since. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.